Event description:
Healthcare professional reported patient was injected with juvéderm voluma® xc bilaterally in the cheeks. One week post treatment, patient developed redness in the lateral cheek and the office provided supportive care. Five days later, the patient returned with more swelling, induration, and tenderness so the nurse treated the patient with minocycline. The next day, patient returned with an identifiable abscess. The abscess was drained and sent for culture which came back negative after short culture. On the following day, the patient returned with bilateral fluctuance, and the filler was treated with hylenex. Approximately a week later, patient returned with much of their symptoms resolved however they still showed mild inflammation and so the healthcare professional administered prednisone to the patient. Status is ongoing.

Manufacturer narrative:
Health effect impact codes: f2201. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.